Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 7:00 am, the customer tested by fingerstick on the meter and the result was 5.6 inr. The customer had a lab test within 7 hours and the result was 3.77 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer stated they are borderline anemic and reported their hematocrit is 33.9%. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors and no bleeding or bruising. Customer has had a fungal infection for the last couple months and is taking itraconazole to treat it. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.